Event description:
It was reported that the device alarmed ¿flow measurement inop.¿ on the screen while connected to a patient. Then the screen turned dark with high volume beep sound. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.